Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly shut down during training and setup, turning off after the screen was tapped despite a device restart and software update, and a replacement pump was issued with instructions for return and backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included remote troubleshooting, review of user-provided video, verification of software update status, and receipt and inspection of the returned device. Investigation of this case revealed a device shutdown behavior consistent with a malfunction affecting the user interface or power control, rendering insulin delivery and meal announcements unreliable. It was concluded that the cause was a faulty chip on the mainboard.